Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 164 mg/dl. The customer stated she has air bubbles in reservoir. Customer was advised to run a fixed primed of 5.0units and stated that they are not any leaks. Customer was advised to change infusion set and air bubbles did persist after set change. Customer was advised to return set and reservoir for analysis. Customer was advised to change in infusion set and reservoir. Customer was advised to monitor pump and blood glucose. Customer was advised that we are sending t-packs of infusion set and reservoir.